Manufacturer narrative:
Submit date: 02/16/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer experienced an issue with a syringe. The customer reports the syringe was found to be damaged. Additional information has been requested with no response to date.